Event description:
Subsequent to the initial medwatch report additional information was received indicating that the attempted arteriotomy closure was of the right common femoral artery.

Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the returned device was found fully clip deployed. The deployed clip was not located on the distal end of the device nor was it returned. All external observations of the handle were normal for a clip deployed device. The sheath was fully slit but presented a damaged distal end with the damaged portion of the sheath entwined with the device delivery tube. The delivery tube components were properly aligned for the deployed state of the device and the vessel locator was retracted in the distal end of the delivery tube. Inspection of the delivery tube set noted bowed garage tube leaves. Internal inspection of the device detected bent locator wings. All other internal observations were normal for a clip deployed device. The detected bowed garage tube leaves are consistent with radial force constriction on the sheath while the device is in the patient. During delivery tube deployment the radial forces apply pressure to the leading edge of the delivery tube causing the garage tube leaves to bow. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions, neither of which could be confirmed. The damaged sheath is a result of the radial force constriction and bowed garage tube leaves allowing the garage tube leaves to cut into the sheath. A possible, though unconfirmed cause for the damaged locator wings condition may have been related to the operational context in the use of the device, either procedural or anatomical. Based on the investigation findings, the root cause for the damaged condition of the device is related to the operational context in which the device was used. No manufacturing or quality issue was detected. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after completing clip deployment, the device was removed and it was observed that the clip was stuck at the end of the device, with the locator wings closed. Manual compression was applied for approximately 20 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.